Event description:
In 2008, the patient reported experiencing issues with the adhesive of his infusion sets not sticking to his body. He has only experienced this issue with his current box of infusion sets. He stated that he has tried to use 4 headsets from this box and "the adhesive would stick just a little bit, but it would not fully adhere." He stated that he used a headset from a different box and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.